Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossibility to take out the punction needle. "As per cc form": the doctor wanted to remove the fluid from the cyst by draining it with an echo-19; it seems to him that the needle diameter was small for a 19g but when it placed the echoendoscope in front of the cyst, the sheath of the needle appeared without problem but impossible to take the needle out. The doctor specifies that the endoscope was not so much bended. He removed the needle out from the endoscope and the needle came out from the sheath. He tried again and placed the endoscope into the stomach in a straight position, but same problem appeared, impossible to take the needle out from it sheath. They finished the procedure by taking a new needle reference: echo-hd-3-20-c. The doctor didn't understand what happened and doesn't exclude the positioning of the echoendoscope. Complaint device was returned and evaluated on 10-mar-2022: visual inspection: distal end of needle examined and slight kink observed approximately 5cm from the needle tip. Functional inspection: sheath extender able to advance and retract without issue. -needle able to advance and retract with no issue. Stylet removed from the device with no issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No kink. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: _____________________ was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site ( stomach). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Used a procore 20g to finish. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Cyst drainage. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Echoendoscope olympus gf uct 180. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? Don¿t have this information. When was the issued with the product noted? On advancement of the needle. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? , no impossible to take the needle out from it sheath was the endoscope in a flexed or twisted position at any time during the procedure? Yes but not too much. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? Zero. Did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 21-jun-2022.

Manufacturer narrative:
Device evaluation 1 unit of lot c1860792 of echo-19 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 10 march 2022. The returned device lab findings and observations can be referred through the attached files. Visual inspection: distal end of needle examined and slight kink observed approximately 5cm from the needle tip. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract with no issue. Stylet removed from the device with no issue. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1860792 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1860792. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use, as the customer used the device for cyst drainage and as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Root cause review: a definitive root cause for the customer complaint could be attributed to off-label as the device was used for drainage and as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." It is possible that the conditions brought about when using the device other than specified within the IFU may have contributed to the advancement difficulties and distal kink as observed in the lab evaluation. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.